Event description:
Dräger has received a user facility report in which it was stated that the "device crashed during operation". As per report, a replacement device was introduced; the event did not lead to consequences for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
Dräger has received the ufr via the national competent authority; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further details and thus, the ufr was the only source of information. A case-specific evaluation is not possible since the description of event ("device crashed during operation") can be interpreted in many different ways. It is possible that the device shut-down due to loss of electrical energy supply, solely automatic ventilation may have stopped or the activation of a strong source of electromagnetic radiation (e.g. Hf surgery equipment with defective shielding) in the vicinity of the device may have disturbed operation. The device is almost 12 years old which nearly equals to the product's useful life. Since the workstation is not under a service contract, it is not known if preventive service and maintenance was done in accordance to the manufacturer's instructions. Finally, the event may have been related to component malfunction, use error, infrastructure issues, lack of preventive maintenance or a combination of these factors - a differentiation is not possible due to lack of information. The underlying risk is under control since the device has to be operated under constant supervision of a trained user who will immediately become aware of functional restrictions. The device design ensures that manual ventilation via the built-in breathing bag including gas dosage will remain possible even when electrical energy got lost. It is recommended to have the device checked by trained service personnel.